Event description:
It was reported that the procedure was to treat a lesion with 95% stenosis and heavy calcification from the mid to distal segment of the right coronary artery. A non-abbott balloon dilatation catheter was used a few times to perform angioplasty. A 3.00x23 mm xience prox rx stent delivery system (sds) was advanced without resistance through a non-abbott guide catheter and the proximal shaft separated outside the patient into two pieces without the use of force. The sds was simply removed from the guide catheter without issue. A new xience prox stent was implanted. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: whisper ms; guide catheter: launcher. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The xience prox device is currently not commercially available in the us.; however, it is similar to a device sold in the us.